Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the original revision of a stanmore coned hemi-pelvis on an unknown date. A patient specific prescription form was received for the patient's left hemi pelvis. Noted on the form: "reason for surgery: revised for instability and infection. Originally an ice cream cone and now revision shell and cement spacer. Reason for revision: instability." Rep originally reported that this is not a second stage revision: "from my understanding the implants/ cement in situ were expected to last long term but sadly hasn't so wasn't technically a 2 stage". However, the design team have confirmed there are no implants in situ, only cement. Design team also confirmed that the original instability was not a result of the infection.